Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded, perforated, detached and filter limbs migrated to the right ventricle. The device was removed partially and filter limbs were removed partially after a previously attempted but unsuccessful percutaneous removal procedure. Allegedly patient experienced pain post implant, dvt, pericardial effusion, pericarditis, pericardial tamponade and the remaining limbs are irretrievable. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record (DHR) could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six years two months post deployment, patient presented with chest pain and a cardiac catheterization was performed which demonstrated an embolized piece of ivc filter in the right ventricle. Seven days later, a CT indicated that the fragmented leg of the ivc filter was located in the right ventricle. The ivc filter was canted with the tip projecting along the right lateral aspect of the ivc. Some of the legs perforated through the ivc. One of the filter legs was in close contact with the aorta. Four days later, the patient was scheduled for ivc filter retrieval. Using a snare, the ivc filter was snared, sheathed and removed. Using a snare, attempts were made to snare the wire; however, it appeared to be a chronically embolized lead and not amenable to retrieval in this fashion. Therefore, the investigation is confirmed for filter tilt, limb detachment and perforation of the ivc. However, based on the provided medical records, the investigation is unconfirmed for filter migration and retrieval difficulties as the filter was successfully retrieved from the ivc and without difficulty. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, embedded, perforated, detached and filter limbs migrated to the right ventricle. The device was removed partially and filter limbs were removed partially after a previously attempted but unsuccessful percutaneous removal procedure. Allegedly patient experienced pain post implant, dvt, pericardial effusion, pericarditis, pericardial tamponade and the remaining limbs are irretrievable. However, the current status of the patient is unknown.